Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025, one 4.0 x 28 mm xience prime stent was implanted in the left profunda artery. During the index procedure, the target vessel was noted to "have some extravasation on completion" after the xience was implanted, but no treatment was performed. The patient was taken to the intensive care unit on completion of the index procedure. On (B)(6) 2025, bleeding from the thigh wound and an expanding hematoma was noted, thus the patient was taken to the surgery theatre. The patient was given red blood cells, the hematoma was evacuated, and the profunda artery was repaired with interrupted sutures of 6-0 prolene taking care to incorporate the adventitia. Medication was administered for the wound that was positive for enterbacter aerogenes growth. On (B)(6) 2025, the patient was admitted after a four-day history of acute lower limb ischemia. Angioplasty and thrombolysis were performed. There were multiple complications including traumatic insertion of the indwelling catheter, compartment syndrome, anemia, myocardial infarction, acute kidney injury and multiple procedures were performed. On (B)(6) 2026, the patient was seen in the emergency room for acute claudication. Intravenous heparin and analgesia were administered with minimal effect. Above the knee amputation was performed (B)(6) 2026. The index stent was not removed during the above the knee amputation. The patient's hospital stay was complicated with delirium (multifactorial), severe ischemic cardiomyopathy and fluid overload, abnormal liver function tests, urinary retention, low mood and limited mobility. An implantable cardioverter defibrillator was implanted successfully on (B)(6) 2026. The patient was transferred to a rehabilitation hospital and discharged (B)(6) 2026. No additional information was provided.